Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Technical support unable to confirm back up insulin therapy method while pump is being replaced. Customer¿s blood glucose level was 583 mg/dl. Elevated bg was not addressed by the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.